Manufacturer narrative:
Evaluation: still under investigation.

Event description:
A male underwent aaa repair with zenith renu device in late 2005. One renu cuff was placed to repair another manufacturer's migrated device. The pre-existing graft had migrated >10mm caudally and had been implanted 40 months prior to zenith implantation. Angiography core lab reviewed the procedural angiogram and detected a proximal type I endoleak following renu implantation. No endoleaks were reported by the core lab evaluations of imaging done at 6,12, and 19 months. The last follow-up evaluation of this pt was completed at 20 months after renu implantation. No further info is available at this time.